Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of the coyote es balloon catheter. The shafts, tip, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded, indicating that pressure was applied to the balloon at the facility. Visual inspection of the device presented no damage or irregularities to the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst. The balloon was able to be inflated instantly to rated burst pressure with no issues and was able to maintain pressure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.